Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade ii-iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation primary with 300cc gel mentor memoryshape breast implant has experienced postoperative bilateral capsular contracture, baker grade iii on left and grade ii-iii on right, and left-sided implant migration. Patient reported that breasts are extremely hard, left side is high, nipple is down, and left implant has rotated or shifted out of the pocket. In addition, patient also underwent breast biopsy with benign findings. Capsular contracture was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This medwatch report is for the right-sided implant.